Event description:
I had the permanent birth control essure surgically implanted under general anesthesia at a hospital by my gynecologist. For over 12 years I have suffered various symptoms following the procedure. Severe abdominal pain, weight loss, loss of appetite, rectal pain and bleeding fatigue, weakness, joint pain, possible allergic reaction to nickel, inflammation, marital dissolution and overall poor quality of life. None of these symptoms existed prior to this procedure. I have consulted with drs and underwent an abdominal CT scan and lab tests hoping for a definitive diagnosis. It is my belief that this birth control device has caused these symptoms. I feel the need to warn of its potential harm that I am certain I have suffered from this medical device. I was not informed of such side effects prior to the procedure and hope the FDA investigates my claim of injury, as a result with removal of this unsafe medical product as a choice for permanent birth control in order to prevent the injuries I have suffered.